Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/08/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/27/2014 with the following findings:during a visual inspection of the pump, moisture was visible behind the pump display lens. During testing, the pump powered on with audible tones and vibration; however, the display screen was blank due to moisture. A leak test was performed and confirmed a display lens leak. The pump case was removed and evidence of moisture ingress was found throughout the pump interior.